Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture located in the third duodenal portion due to unresectable tumor, performed approximately 41 days after (B) (6) 2008. According to the complainant, 41 days post stent placement the patient presented with gastric outlet obstruction symptoms due to ingrowth, as evidenced by post prandial epigastric tenderness and vomiting. A second wallflex duodenal stent was placed for treatment. Seventy eight days post stent placement, the patient presented with gastric outlet obstruction symptoms, as evidenced by post prandial epigastric tenderness and vomiting. At this time, the patient had 2 wallflex duodenal stents in place. The patient was treated with a covered esophageal ultraflex stent. The patient was reported as recovered. MFR# 3005099803-2010-00334 and 3005099803-2010-00329 address the additional events for this same patient.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.